Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The device was found to be in backup vvi reset mode. Device download was performed successfully and device functionality was restored. Patient will resume normal follow-ups and left the clinic in good condition.